Manufacturer narrative:
(B)(4) - tears, rips, in netting material. Evaluation results: evaluation of the returned canopy shows that the patient access panel side right: molding zipper slider body is open. Note: posey instructions for use warning indicates: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Test that all of the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).

Event description:
Customer reported that there is a tear on the canopy material. Customer did not specify the location or the size of the tear. Customer noted rip cover on their return service form. There was no patient incident or injury reported.